Event description:
It was reported that: "the patient underwent hip replacement surgery in 2006". It was further reported that, "in 2007, the device snapped into two pieces within the patient's leg requiring revision surgery six days later".

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.